Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at their implant site, including symptoms of redness and warmth. It was reported that the patient¿s implant site wound had opened twice prior and therefore had been re-sutured. Laboratory tests were taken for possible infection.